Event description:
It was reported the patient received an inappropriate shock therapy due to atrial fibrillation with rapid ventricular response. The atrial fibrillation had progressed to atrial flutter; this led to the rate branch discrimination to shift which was not resolved when the rhythm went back to atrial fibrillation. The patient experienced another atrial fibrillation episode a couple of days later. The patient received another shock and three new antitachycardia pacing therapies when a supraventricular tachycardia rhythm was incorrectly detected as ventricular tachycardia. The physician removed the monitor zone and adjusted the tachy settings. The patient underwent atrioventricular ablation a week after the resolution and developed permanent atrial tachycardia. The patient just finished radiotherapy treatment and was advised not to resume with her routine medication.